Event description:
Pt 1 1/2 hrs into routine dialysis treatment. Lpn noticed blood on floor. Venous blood line disconnected from tesio catheter. Pt was given normal saline and o2. 911 was called. Pt was taken to hospital. Approx 500cc to 600cc of blood noted on floor.